Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life and had high impedances on both leads. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken, and the system was explanted and replaced.